Event description:
It was reported that the customer had a reservoir which leaked insulin. Her blood glucose was 147mg/dl at the time of reporting. She stated that the leak resulted in a no delivery alarm. She discarded the reservoir, and reported there was no insulin in the reservoir or battery compartments. No equipment was returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.